Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user observed that although medication quantities were visible during count, the system indicated that no medication was loaded in the cubie during dispensing. Upon attempting to dispense, the station displayed a message stating that no medication was loaded in the cubie. The affected medication was insulin regular, located in auxiliary drawer 6.1, pocket a6. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication appeared as loaded but showed no medication in the cubie during dispensing. A technical support specialist attached knowledge article "resolved issue - non specific resolution" as the resolved reference, and the customer later verified that the insulin was present in the auxiliary drawer 6.1, pocket a6 (0241-pyxis3_aux), matching the correct cubie and inventory details for medication. An outbound call was made to the main pharmacy, where customer confirmed that the medication had been placed in a different site setting earlier, but the current inventory was accurate, and the correct location was identified. The customer acknowledged the findings, verified that the issue had been fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.